Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during on-site product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.